Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had leakage past the stopper. The following information was provided by the initial reporter: during use: the customer detected air in the syringe during ongoing use with a patient, when changing the syringe, the nurse experienced medication leaking around the piston. Additional information provided: we have not observed any patient injury or need for medical intervention related to this issue.